Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose reading over 600 mg/dl. The customer¿s blood glucose level was 300 to 400 mg/dl at the time of the incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer reported that they treated the high blood glucose with manual injection. Troubleshooting was performed for bent cannula. Customer declined to continue troubleshooting for pump and high blood glucose. The customer was advise to change the infusion set. The insulin pump will not be returned for analysis